Event description:
Patient had not dialyzed since (B)(6) 2014, on (B)(6) 2014, patient could not dialyze due to clotted avg, physician gave order to wait until monday ((B)(6) 2014) for avg declot and return for regular hemodialysis treatment. On (B)(6) 2014, during 3rd shift, patient came to treatment post avg declot from vascular access center. Patient came to treatment((B)(6) 2014) with normal tenderness to avg post revision. Patient was cannulated x2 with 15 gauge needles without complications by patient care technician. Because of fluid overload and possible hyperkalemia, the doctor gave verbal order to run for 4hrs. Patient had gained 7.9kg from estimated dry weight; nurse set hemodialysis for 3 hrs with goal at 4.5, and anticipated to sequential ultra filtration only for 1 hr for 2kg. Blood flow rate at 200; dialysate flow rate at 1.5 autoflow; 1st dialyzer used, all tests passed; all safety checks passed and verified. After heparin dwell patient treatment initiated and soon after blood leak alarm occurred; confirmed with e-z check blood leak test strip. No blood returned. New system setup with alternate dialyzer and tested. Soon after blood leak alarm occurred and confirmed with e-z check blood leak test strips. No blood returned. Doctor was notified and gave verbal order to setup again with a different dialyzer. Pt hemodynamically stable at this time despite blood loss. Machine setup a 3rd time with elisio-210h dialyzer and tested; soon after initiation of tx blood leak occurred. No blood returned. No other blood leaks occurred this day with any other patient. Doctor notified by facility administrator. Facility administrator and doctor reviewed patient labs and felt that it was best for patient to go to emergency room to be admitted for cvc placement and hemodialysis treatment due to fluid overload, latest potassium (k+) 5.8, and latest hemoglobin (hgb) at 9.9.

Event description:
Patient had not dialyzed since (B)(6)14, patient could not dialyze due to clotted avg, physician gave order to wait until monday((B)(6) 2014) for avg declot and return for regular hemodialysis treatment. On (B)(6) 2014, during 3rd shift, patient came to treatment post avg declot from vascular access center. Patient came to treatment((B)(6) 2014) with normal tenderness to avg post revision. Patient was cannulated x2 with 15 gauge needles without complications by patient care technician. Because of fluid overload and possible hyperkalemia, the doctor gave verbal order to run for 4hrs. Patient had gained 7.9kg from estimated dry weight; nurse set hemodialysis for 3 hrs with goal at 4.5, and anticipated to sequential ultra filtration only for 1 hr for 2kg. Blood flow rate at 200; dialysate flow rate at 1.5 autoflow; 1st dialyzer used, all tests passed; all safety checks passed and verified. After heparin dwell patient treatment initiated and soon after blood leak alarm occurred; confirmed with e-z check blood leak test strip. No blood returned. New system setup with alternate dialyzer and tested. Soon after blood leak alarm occurred and confirmed with e-z check blood leak test strips. No blood returned. Doctor was notified and gave verbal order to setup again with a different dialyzer. Pt hemodynamically stable at this time despite blood loss. Machine setup a 3rd time with elisio-210h dialyzer and tested; soon after initiation of tx blood leak occurred. No blood returned. No other blood leaks occurred this day with any other patient. Doctor notified by facility administrator. Facility administrator and doctor reviewed patient labs and felt that it was best for patient to go to emergency room to be admitted for cvc placement and hemodialysis treatment due to fluid overload, latest potassium (k+) 5.8, and latest hemoglobin (hgb) at 9.9.

Manufacturer narrative:
Investigation currently in process on returned device.